Event description:
The patient was implanted with a left ventricular assist device (lvad). Approximately 21 months post-implant, it was reported that the patient had experienced low flow, low speed and driveline disconnected alarms and the following day he had gone to the outpatient clinic. The vad coordinator checked the patient history and saw that the pump speed had dropped below the low speed limit at the time of the reported alarms. The vad coordinator had also observed that the same type of event had occurred in the (B)(6). The event occurred when the patient was connected to the power module; however, it was reported that the patient was not symptomatic. An x-ray was taken and the patient was admitted and connected to batteries. A non-grounded cable was provided to the patient.

Manufacturer narrative:
The patient remains on lvad support with the pump. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Manufacturer narrative:
The device remains implanted and in use by the patient. The patient¿s event history was reviewed and the report of reductions in pump speed was confirmed. The event history showed pump speed reductions below the low speed limit including pump stoppages with low speed advisory/hazard and low flow hazard alarms active and power elevations up to 25.5 watts. The events appeared to occur while the patient was operating on the power module and appeared consistent with a potential driveline issue; however, driveline wire damage could not be confirmed as the pump was not available for evaluation. The patient remains ongoing on pump support with a non-grounded patient cable and no further events have been reported. A review of device history records showed no deviations from manufacturing or qa specifications that would affect device function or performance. No further information is available. The manufacturer is closing its file on this event.

Event description:
Additional information received indicated that the patient remains on the non-grounded patient cable and the hospital does not plan on exchanging the pump. The patient is bridge to transplant and the hospital will evaluate for a transplant.